Event description:
It was reported while performing transseptal puncture, the needle tip broke away and remains in the pt. The transseptal puncture was difficult and three attempts were made, each time with tenting of the septum noted. The third time, the physician used contrast media to make sure the puncture was successful. During the puncture combined with the application of contrast media, the tip broke off. It was verified by CT scan to be in the lung with no significant structure close to it. The physician attempted to remove the broken needle tip without success. A stent was placed in front of the needle tip to keep it from moving. The needle had not been reused and had not been modified by the physician. Current pt condition is reported as stable.

Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned, a f/u report will be submitted with the investigation findings.